Event description:
"Patient presents six months post-op with painful knee, x-ray taken january 2005. Seven postop, less rom, x-ray taken documents liner floating in anterior aspect of knee. Retrospectively january 2005 x-ray, poly has dislodge form baseplate.